Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 3 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be discharging battery which due to medical staff ignoring low battery alarm. The installed battery has been 5 years in use at that time of the incident (this indicates that the annual maintenance was not carried out properly). In consequence the battery was replaced. There was no patient or user harm.

Event description:
When I was using this c2 on the patient, "low battery" was displayed and the power went off after a while. As a result of checking the event log, it seems that the ventilation was started only by the battery when this phenomenon occurred. There is also a record of "loss of external power". Tf 444001, tf 446029, tf 485001 and tf 385003 were also recorded. But the hospital staff said the power cable was connected to the wall outlet.